Manufacturer narrative:
Correction: a medtronic representative reported that the surgical delay caused by the reported event was approximately 2 minutes. The rep placed the camera to where it was originally working and they were able to finish the case with no problems. A medtronic representative went to the site to test the equipment. The camera cable was found to be damaged. When the rep moved the camera at full extension it caused the camera to lose power. The cable was replaced and the hardware, software, and instruments passed the system checkout. The system was then found to be fully functional. The camera cable was returned to the manufacturer for analysis. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they suspect the cable for the camera was damaged as the camera was functional so long as the cable was not hyper-extended in any way.

Event description:
A medtronic representative reported that, while in a cranial resection, the camera on the navigation system displayed that the localizer was not connected. Additionally, the navigation system could not track instruments. The prompt was cleared but the navigation system could still not track instruments. The navigation system prompted to user to re-verify instruments. The representative restarted the navigation system and adjusted the camera to resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.